Event description:
Related MFR report: 1627487-2020-02344. It was reported x-ray images taken indicated the patient's drg system leads at the s3 and s2 placement had migrated. Surgical intervention was taken and the physician repositioned the leads back in the correct placement. Adequate stimulation therapy coverage was established postoperative.